Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject device was not returned for investigation due to the customer discarding the subject device. Based on the similar investigation result in the past, a likely mechanism causing the breakage of the cutting wire could be due to any of the following energized situations: the cutting wire was in point contact with tissue or they were being close to each other. The cutting wire was in point contact with the distal end of the endoscope or they were close to each other. An electrical discharge occurred in the cutting wire, and the cutting wire became hot instantly. The cutting wire was broken. However, the root cause of the problem could not be conclusively identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the single use 2-lumen sphincterotome's cutting wire was broken. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography. The intended procedure was completed with a similar device. The procedure was delayed while the patient was under propofol sedation. There were no reports of patient harm.